Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00260; #3013450937-2022-00261; #3013450937-2022-00262; #3013450937-2022-00263; #3013450937-2022-00264.

Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the pain, alleged infection and hematoma could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.